Manufacturer narrative:
Two (2) used/damaged arthroscopic energy 90 degree probes were returned to conmed for evaluation on 19-apr-2017. Visual inspection by the r&d engineer found both units exhibited discoloration on the probe tips. The ceramic on both devices appeared to be intact, and there was no material loss on either device. In this instance, it is believed that the discoloration observed on the probe tips would not cause any harm or have any impact to the patient given the evidence provided. The report further stated that the discoloration observed on each device was likely due to the probe tip hitting the metal scope during the procedure. This lot #201610241 was manufactured on 29-oct-2016. Of the lot containing (B)(4) units there have been 2 other similar complaints received. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem of "ceramic tips melted off" or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The user facility reported that during use of the two aes-90sc arthroscopic energy probes in a shoulder arthroscopy procedure on (B)(6) 2017, the ceramic around the tips of the probes "melted off". Using a third probe, the procedure was completed with no further complications, patient injury or surgical delay. Despite the good faith effort, no additional event information and no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.